Event description:
It was reported that the patient presented to the emergency room feeling fatigue and generally unwell. The right atrial lead was noted to be dislodged. The physician repositioned the lead successfully and the patient was doing well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).